Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), basedow's disease ('graves disease') and myasthenia gravis ('myasthenia gravis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), suppressed lactation ("I stopped producing milk"), metal poisoning ("heavy metal poisoning"), renal impairment ("kidney function"), renal failure ("renal failure") and malaise ("sick"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, basedow's disease, myasthenia gravis, suppressed lactation, metal poisoning, renal impairment, renal failure and malaise outcome was unknown. The reporter considered basedow's disease, malaise, metal poisoning, myasthenia gravis, pelvic pain, renal failure, renal impairment and suppressed lactation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: renal failure, renal impairment, malaise. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: renal failure, kidneys not function correctly, sick were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was broken in my tube/beside for one little piece'), device dislocation ('my inner coil is completely missing beside for one little piece'), pelvic pain ('pain'), basedow's disease ('graves disease') and myasthenia gravis ('myasthenia gravis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), suppressed lactation ("I stopped producing milk"), metal poisoning ("heavy metal poisoning"), renal impairment ("kidney function"), renal failure ("renal failure"), malaise ("sick"), tooth loss ("lost 3 teeth/loosing teeth "), tissue injury ("damaged tissue "), tooth fracture ("2 cracked into pieces/3rd one was decayed beyond repair and broken"), dental caries ("3rd one was decayed beyond repair and broken "), alopecia ("hair from falling out "), inflammation ("inflammation"), migraine ("migraine") and depressed mood ("I m so upset") and underwent endodontic procedure ("need 3 more root canal "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, pelvic pain, basedow's disease, myasthenia gravis, suppressed lactation, metal poisoning, renal impairment, renal failure, malaise, tooth loss, endodontic procedure, tissue injury, tooth fracture, dental caries, alopecia, inflammation, migraine and depressed mood outcome was unknown. The reporter considered alopecia, basedow's disease, dental caries, depressed mood, device breakage, device dislocation, endodontic procedure, inflammation, malaise, metal poisoning, migraine, myasthenia gravis, pelvic pain, renal failure, renal impairment, suppressed lactation, tissue injury, tooth fracture and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: renal failure, renal impairment, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), basedow's disease ('graves disease') and myasthenia gravis ('myasthenia gravis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced suppressed lactation ("I stopped producing milk"), basedow's disease (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), metal poisoning ("heavy metal poisoning") and pelvic pain ("I feel your pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, suppressed lactation, basedow's disease, myasthenia gravis, metal poisoning and pelvic pain outcome was unknown. The reporter considered basedow's disease, medical device removal, metal poisoning, myasthenia gravis, pelvic pain and suppressed lactation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: social media documents revived , new reporter and event I feel your pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was broken in my tube/beside for one little piece '), device dislocation ('my inner coil is completely missing beside for one little piece '), pelvic pain ('pain'), basedow's disease ('graves disease') and myasthenia gravis ('myasthenia gravis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), suppressed lactation ("I stopped producing milk"), metal poisoning ("heavy metal poisoning"), renal impairment ("kidney function"), renal failure ("renal failure"), malaise ("sick"), tooth loss ("lost 3 teeth/loosing teeth "), tissue injury ("damaged tissue "), tooth fracture ("2 cracked into pieces/3rd one was decayed beyond repair and broken"), dental caries ("3rd one was decayed beyond repair and broken "), alopecia ("hair from falling out "), inflammation ("inflammation"), migraine ("migraine") and depressed mood ("I m so upset") and underwent endodontic procedure ("need 3 more root canal "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, pelvic pain, basedow's disease, myasthenia gravis, suppressed lactation, metal poisoning, renal impairment, renal failure, malaise, tooth loss, endodontic procedure, tissue injury, tooth fracture, dental caries, alopecia, inflammation, migraine and depressed mood outcome was unknown. The reporter considered alopecia, basedow's disease, dental caries, depressed mood, device breakage, device dislocation, endodontic procedure, inflammation, malaise, metal poisoning, migraine, myasthenia gravis, pelvic pain, renal failure, renal impairment, suppressed lactation, tissue injury, tooth fracture and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: renal failure, renal impairment, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate of this case. Therefore the case (B)(4) is marked for deletion. All the information from deletion case was transferred to this case. From deletion case events it was broken in my tube/beside for one little piece, my inner coil is completely missing beside for one little piece, lost 3 teeth/loosing teeth, need 3 more root canal, damaged tissue, 2 cracked into pieces/3rd one was decayed beyond repair and broken, 3rd one was decayed beyond repair and broken, hair from falling out, inflammation, migraine and I m so upset were added. Legacy device report num 2951250-2019-14854 (from retention case (B)(4)) and legacy device report num 2951250-2020-04755 (from deletion case (B)(4)). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), basedow's disease ('graves disease') and myasthenia gravis ('myasthenia gravis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced suppressed lactation ("I stopped producing milk"), basedow's disease (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant) and metal poisoning ("heavy metal poisoning "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, suppressed lactation, basedow's disease, myasthenia gravis and metal poisoning outcome was unknown. The reporter considered basedow's disease, medical device removal, metal poisoning, myasthenia gravis and suppressed lactation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality safety evaluation of ptc. On 2-dec-2019: follow-up 2, 3, 4, 5, and 6 processed together social media received. Event lactation suppressed, myasthenia gravis, medical device removal, graves disease, heavy metal poisoning added. New reporter added. On 26-nov-2019: follow-up 2, 3, 4, 5, and 6 processed together. Social media received. New reporter added. On 2-dec-2019: follow-up 2, 3, 4, 5, and 6 processed together. On 2-dec-2019: follow-up 2, 3, 4, 5, and 6 processed together. On 2-dec-2019: follow-up 2, 3, 4, 5, and 6 processed together processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.